Event description:
It was reported that the radio frequency (rf) head was used before the procedure and could not read the device. A different rf head was used and the issue was resolved. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, moving around the cable caused telemetry function to work, intermittent telemetry. The cable was out of electrical specification. It was also noted that the rubber backing was missing from the label. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the programmer head was now returned for service.